Event description:
It was reported that the 6600 system will not save images. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to replace the dual mode controller. On a follow-up service call, the dual mode controller was replaced. The system was tested and found to be working as intended and placed back into service.